Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable pacemaker device exhibited battery depleting faster than expected. Engineering analysis determined that this device exhibited an increase in power consumption and is expected to continue to increase. A device replacement was suggested and to return device for detailed analysis. The device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited battery depleting faster than expected. Engineering analysis determined that this device exhibited an increase in power consumption and is expected to continue to increase. A device replacement was suggested and to return device for detailed analysis. The device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Corrected field d6b. Explant date: (B)(6) 2022

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited battery depleting faster than expected. Engineering analysis determined that this device exhibited an increase in power consumption and is expected to continue to increase. A device replacement was suggested and to return device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.